Manufacturer narrative:
It was reported by (B)(6) hospital that several patients (5-in total) had either experienced the "balloon burst or the g-tube get sucked to the intestine" while using the enfit 3-port gastrostomy 20 fr tube. Reporter describes patient as a (B)(6)-year-old female, weighing approximately (B)(6) lbs., and states she incurred two incidents. The first incident ((B)(4)) occurring on (B)(6) 2020 reported as "the balloon burst" of enfit 3-port gastrostomy 20 fr. Tube. Reporter does not state or give details as to how the enfit 3-port gastrostomy tube balloon burst. Reporter states, the g-tube was removed that same day and a new g-tube placed by a registered nurse. Reporter states the same product make and model (enfit 3-port gastrostomy 20 fr tube) was utilized as for replacement. Reporter states, "g-tube site redness noted," no serious injury reported. Second incident reported on (B)(6) 2020 ((B)(4)), patient's g-tube (enfit 3-port gastrostomy 20 fr tube) had "sucked into the intestine." Reporter states, the g-tube was removed that same day and a new g-tube placed by a registered nurse. Reporter states the same product make and model (enfit 3-port gastrostomy 20 fr tube) used for replacement. No additional details are available related to the customer reported issues. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Sample(s) are not available for return and evaluation. Due to the reported medical intervention(s), this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that several patients (5-in total) had either experienced the "balloon burst or the g-tube get sucked to the intestine" while using the enfit 3-port gastrostomy 20 fr tube.